Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device isn't giving correct spo2, bp and EKG information. The doctor is claiming harm to the patient due to vital signs provided by the device. In subsequent conversations with the hospital's biomed, the biomed indicated that the patient originated in the or and went down to the mr department for a scan. The biomed reported that the patient then had blood pressure differences from the philips monitor in the or to the invivo monitor in the mr. The biomed stated that this incident occured on (B)(6) 2016, but that it was just reported to him, so he reported it to philips. The device was being used for patient monitoring. The patient was reportedly given unnecessary sedation, but it is not known if the additional sedation had a negative impact on the patient.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the hospital site. Per the fse, the hospital requested a system check out. The fse ran performance verification testing and confirmed that the device was operating to manufacturing specifications. The hospital's biomed reported that the philips field service report indicating that the monitor was functioning properly was forwarded to radiology and they were satisfied. Philips clinical reviewed the information provided in this case. According to the clinical product specialist, a low blood pressure would cause the clinician to decrease sedation, not increase it. Also, co2 would indicate quicker that patient needed sedation or spikes in ECG/spo2 might indicate that the patient was waking up and needed more sedation. In the information provided by the hospital, there is no indication that any of these situations (low blood pressure, that co2 was being monitored or that there were spikes in ECG/spo2) existed. The hospital was asked for this information and was asked to explain what information was present that indicated that the patient required more sedation, but the hospital did not provide this information. Also, additional information was requested about the patient, but the hospital did not provide this information. The device remains at the hospital site. The reported problem could not be duplicated by the fse. A search in one ems found no further related calls. The absence of further calls supports that the reported problem has not recurred. The device did not behave as expected by the hospital, but the issue was not duplicated by the fse. There are indications of possible issues with use/misuse of the device, but it could not be determined that use/misuse of the device was a factor in this case. Therefore, we are considering this to be a malfunction of insufficient information and unknown cause.